Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube threads, broken belt clip slot, missing end cap sticker and stained address/serial number label. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a damage battery compartment. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.